Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 47 mg/dl with confusion associated with a time issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient traveled to a different time zone and did not change the time on the pump. It was reported that the patient's healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.